Event description:
It was reported that the touch pen of the programmer would not calibrate. An attempt was made to get it calibrated and it was unsuccessful. The programmer has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 radiofrequency programmer head; product ID: 229047 software analyzer; (B)(4).